Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support in performing a complete pump reset and successfully started their sensor session afterward, with no further errors displayed.